Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. The system operates as intended.

Event description:
The customer reported that there was an interlock failure error message. This error may cause the system to shutdown uncommanded. There is no report of pt injury or death.